Event description:
A physician successfully deployed an xact stent into the left internal carotid artery/common carotid artery. The pt was discharged from the hosp on the day of the procedure and was readmitted to the hosp the same day for tia symptoms. The pt had right arm and some word finding difficulties. The pt was diagnosed with possible transient ischemic attack - speech difficulties. The pt was admitted to telemetry and discharged two days later with a discharge diagnosis of tia. The next month, the pt fell down some stairs and fractured his hip. The pt was admitted for surgery and discharged to home three days later. This tia event was adjudicated as a stroke: ipsilateral, ischemic; minor: embolic.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.